Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vacuum regulator was replaced and the internal suction hoses were adjusted. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient injury.